Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, two attempts at positioning were unsuccessful due to the valve dislodging, and a final implantation depth of approximately 4 millimeters was accepted. Deployment was performed slowly and under rapid pacing, but upon release of the tabs, the valve dislodged toward the ventricle. Angiographic and echocardiographic assessments revealed severe paravalvular leak (pvl). Subsequently, explant of the valve was required, and a surgical aortic valve was implanted.

Manufacturer narrative:
Continuation of d10:  product ID: l-evolutfx-2329; (lot: 0013090418); product type: 0195-heart valves. Product ID: evolutfx-29 (k061642); product type: 0195-heart valves; implant date (B)(6) 2026; explant date (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, two attempts at positioning were unsuccessful due to the valve dislodging, and a final implantation depth of approximately 4 millimeters was accepted. Deployment was performed slowly and under rapid pacing, but upon release of the tabs, the valve dislodged toward the ventricle. Angiographic and echocardiographic assessments revealed severe paravalvular leak (pvl). Subsequently, explant of the valve was required, and a surgical aortic valve was implanted. Additional information was received that a pre-implant balloon dilation was not performed and a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) after displacement was approximately 20 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.